Event description:
During an atrial fibrillation procedure, the catheter would no longer record contact force. After inspecting the optical connection, saline was noted within the optical tubing. The catheter was removed from the patient and replaced. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: the device was returned due to a contact force issue and a saline leak. Multiple short circuits were detected, consistent with the reported contact force issue. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. In addition, dried saline as noted within the redel connector, consistent with the short circuits detected. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the dried saline noted within the redel connector.